Manufacturer narrative:
The customer assumed the dried crystallization around the lid is due to previously leaked wash buffer solution. Service was not dispatched for this event. No root cause could be determined for leaking with the information supplied.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage from unicel dxi wash buffer ii. There was no report of injury.